Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was popping pockets and opening the wrong pockets for medications. A field service engineer shut down the station, reseated row board cables, replaced drawer controller board and retractor band on drawer 5.1, booted into admin, tested drawer, cleared debris, and rebooted into the application. Auxiliary working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was malfunctioned. The customer stated that there was delay. Customer got the medication from another area. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.